Event description:
It was reported that the patient presented to the emergency room experiencing fatigue, dizziness, and syncope. Upon interrogation, it was noted that the right ventricular - rv lead exhibited noise oversensing causing pacing inhibition. The rv lead was reprogrammed and the patient was in stable condition.